Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no harm or injury reported. During evaluation, no foam particles were noted in the airpath, yet foam degradation was noted. The device's sound abatement foam needs to be replaced to address the issue.

Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during servicing activities. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.